Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable was found to be frayed at the distal the idler pulley and the proximal clevis. The frayed strands stick out at the wrist. Other cables at wrist were not damaged. There was not damage found on the idler pulley, the idler pulley was able to rotate freely. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that after successfully da vinci s prostatectomy procedure on (B)(6) the surgical staff found a jagged wire of the large needle driver instrument during the irrigation process. The planned procedure was completed without problem at that time. No patient harm, adverse outcome or injury was reported.